Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod longer than 48 hours. When the pod was removed from the infusion site (hip/buttocks), the pod's cannula was found bent. The patient also reported missing sensor values between the omnipod system and the sensor. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the patient history buffer data indicated a that the system encountered a brief stretch of sensor loss between the pod and continuous glucose monitor, but the system was quickly able to re-establish connection. No other invalid estimated glucose values were seen for the duration of pod operation. These invalid estimated glucose values comprised less than 1% of total values for the duration of pod operation. Pod data indicated that the system experienced typical use and functioned as intended.